Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the twist clamp. This event occurred following a change of the transfer set earlier in the month. A slight yellow staining could be seen at the affected area. It was not reported whether the set was changed at that time. Approximately one month later, the patient returned with the same event of a leak at the twist clamp, and at that time the transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem of a leak was verified. The cause of the leak was determined to be broken occluder feet which was noted during visual/functional testing. An assignable cause of the broken occlude feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.